Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer was treated with manual injection for high blood glucose level. Customer stated that they were on the golf course and blood glucose went up and when tried to give bolus it was blocked. Customer stated that went they to the place for the manual bolus but got stuck in the reservoir and tubing feature. Troubleshooting was performed. The insulin pump will not be returned for analysis.